Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was positioned six times with great sensing and good threshold, but the lead kept dislodging. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.